Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ hot pain in pelvic/ovary area/ pelvic pressure"), salpingitis ("inflammation of my tube, causing my body to constantly attack leaving the rest of my body weak"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and blindness ("lost vision right eye") in a 34-year-old female patient who had essure (batch no. B71765) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses lack of and thyroid disorder. Previously administered products included for birth control: estrostep fe; for an unreported indication: buspirone. Past adverse reactions to the above products included ovulation pain with estrostep fe. Concurrent conditions included underweight and endometriosis. In (B)(6) 2014, the patient experienced migraine ("migraine"), headache ("headache/ constant headache"), pollakiuria ("bladder or urinary problems or changes-frequent urination"), dysuria ("bladder or urinary problems or changes-painful urination") and photophobia ("sensitive to light"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/ irregular"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive condition: bloating"), nausea ("nausea"), pruritus ("rashes or skin conditions itchy patches"), rash macular ("painful blotches") and malaise ("constant sick feeling"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), alopecia ("hair loss"), sexual dysfunction ("sexual dysfunction"), balance disorder ("loss of balance"), allergy to metals ("nickel allergy"), vision blurred ("blurred vison of left eye"), weight increased ("weight gain"), hypoaesthesia ("thigh numbness"), dizziness ("dizziness"), acne ("minor acne") and asthenia ("inflammation of my tube, causing my body to constantly attack leaving the rest of my body weak"). In (B)(6) 2014, the patient experienced mood altered ("moody") and impatience ("hormonal changes-describe: impatient"). On (B)(6) 2014, 3 months 27 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain/ lower abdomen , belly area"), pain ("full body pain") and abdominal pain lower ("lower abdomen"). On an unknown date, the patient experienced depression ("depression/anxiety"), dyspareunia ("dyspareunia"), loss of libido ("hormonal changes : loss of sex drive"), loss of consciousness ("passing out"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, headache, weight increased, hypoaesthesia and pain had resolved and the salpingitis, genital haemorrhage, blindness, depression, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, abdominal distension, loss of libido, sexual dysfunction, migraine, nausea, balance disorder, loss of consciousness, allergy to metals, anxiety, pruritus, vaginal discharge, vision blurred, dizziness, abdominal pain, mood altered, impatience, rash macular, acne, pollakiuria, dysuria, photophobia, malaise, asthenia, abdominal pain lower and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adnexa uteri pain, allergy to metals, alopecia, anxiety, asthenia, balance disorder, blindness, depression, dizziness, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hypoaesthesia, impatience, loss of consciousness, loss of libido, malaise, menorrhagia, migraine, mood altered, nausea, pain, pelvic pain, photophobia, pollakiuria, pruritus, rash macular, salpingitis, sexual dysfunction, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . On (B)(6) 2016: gross description: right fallopian tube: additionally, at the proximal end of the fallopian tube is a 1.4 x 1.3 x 1.0 cm a portion of possible cornu. Sectioning reveals an intact metallic coiled wire in the proximal (cornual) lumen of the fallopian tube. Left fallopian tube: sectioning reveals an intact metal coiled wire in the proximal (cornual) lumen of the fallopian tube. The remaining fallopian tube has a pinpoint patent lumen lined by unremarkable tan-pink mucosa. Addendum diagnosis: focal flattening of luminal plica, bilaterally. Both show a focus of distorted and opened lumen characterized by flattening of the luminal plica, consistent with coil placement. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain . Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received.essure lot number. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Indication female sterilization was added. Events were clubbed with previously reported events. Events: salpingitis,vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, fatigue, abdominal distension, loss of libido, sexual dysfunction, migraine, headache, nausea, balance disorder, loss of consciousness, allergy to metals, anxiety, application site pruritus, vaginal discharge, blindness, vision blurred, weight increased, hypoaesthesia, dizziness, abdominal pain, full body pain, mood altered, impatience, rash macular, acne, pollakiuria, dysuria, photophobia, malaise, asthenia, abdominal pain lower were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ hot pain in pelvic/ovary area/ pelvic pressure"), salpingitis ("inflammation of my tube, causing my body to constantly attack leaving the rest of my body weak"), genital haemorrhage ("abnormal bleeding/ abnormal bleeding (general)") and blindness unilateral ("lost vision right eye") in a 34-year-old female patient who had essure (batch no. B71765) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses lack of and thyroid disorder. Previously administered products included for birth control: estrostep fe; for an unreported indication: buspirone. Past adverse reactions to the above products included ovulation pain with estrostep fe. Concurrent conditions included underweight and endometriosis. In (B)(6) 2014, the patient experienced migraine ("migraine"), headache ("headache/ constant headache"), pollakiuria ("bladder or urinary problems or changes-frequent urination"), dysuria ("bladder or urinary problems or changes-painful urination") and photophobia ("sensitive to light"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/ irregular"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive condition: bloating"), nausea ("nausea"), rash pruritic ("rashes or skin conditions itchy patches"), rash ("painful blotches") and malaise ("constant sick feeling"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), blindness unilateral (seriousness criterion medically significant), alopecia ("hair loss"), sexual dysfunction ("sexual dysfunction"), balance disorder ("loss of balance"), allergy to metals ("nickel allergy"), vision blurred ("blurred vison of left eye"), weight increased ("weight gain"), hypoaesthesia ("thigh numbness"), dizziness ("dizziness"), acne ("minor acne") and asthenia ("inflammation of my tube, causing my body to constantly attack leaving the rest of my body weak"). In (B)(6) 2014, the patient experienced mood altered ("moody") and impatience ("hormonal changes-describe: impatient"). On (B)(6) 2014, 3 months 27 days after insertion of essure, the patient experienced the first episode of abdominal pain lower ("abdominal pain/ lower abdomen , belly area"), pain ("full body pain") and the second episode of abdominal pain lower ("lower abdomen"). On an unknown date, the patient experienced depression ("depression/anxiety"), dyspareunia ("dyspareunia"), loss of libido ("hormonal changes : loss of sex drive"), loss of consciousness ("passing out"), anxiety ("anxiety"), vaginal discharge ("vaginal discharge") and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, alopecia, headache, weight increased, hypoaesthesia and pain had resolved and the salpingitis, genital haemorrhage, blindness unilateral, depression, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, abdominal distension, loss of libido, sexual dysfunction, migraine, nausea, balance disorder, loss of consciousness, allergy to metals, anxiety, rash pruritic, vaginal discharge, vision blurred, dizziness, mood altered, impatience, rash, acne, pollakiuria, dysuria, photophobia, malaise, asthenia, the last episode of abdominal pain lower and adnexa uteri pain outcome was unknown. The reporter considered abdominal distension, acne, adnexa uteri pain, allergy to metals, alopecia, anxiety, asthenia, balance disorder, blindness unilateral, depression, dizziness, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hypoaesthesia, impatience, loss of consciousness, loss of libido, malaise, menorrhagia, migraine, mood altered, nausea, pain, pelvic pain, photophobia, pollakiuria, rash, rash pruritic, salpingitis, sexual dysfunction, vaginal discharge, vaginal haemorrhage, vision blurred, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. On (B)(6) 2016: gross description: right fallopian tube: additionally, at the proximal end of the fallopian tube is a 1.4 x 1.3 x 1.0 cm a portion of possible cornu. Sectioning reveals an intact metallic coiled wire in the proximal (cornual) lumen of the fallopian tube. Left fallopian tube: sectioning reveals an intact metal coiled wire in the proximal (cornual) lumen of the fallopian tube. The remaining fallopian tube has a pinpoint patent lumen lined by unremarkable tan-pink mucosa. Addendum diagnosis: focal flattening of luminal plica, bilaterally. Both show a focus of distorted and opened lumen characterized by flattening of the luminal plica, consistent with coil placement. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss") and depression ("depression/anxiety"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia and depression outcome was unknown. The reporter considered alopecia, depression, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.